Event description:
Md performed a phacoemulsification with intraocular lens implantation on patient at a surgery center on event date. Four days after event date, this patient was diagnosed with post-operative endophthalmitis. The cultures showed two species of staphylococcus.